Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the samsung a41 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported the sensor alarm did not trigger and as a result, the customer became hypoglycemic and experienced paleness and dizziness. The customer was unable to self-treat and the wife provided ¿high sugar food¿ as treatment. The customer then had contact with a healthcare professional who administered liquid sugar via IV for treatment. Reportedly, the hcp obtained blood glucose readings of 6.4 mmol/l, 8.0 mmol/l, 10.4 mmol/l, 11.9 mmol/l, 10.6 mmol/l between 10 pm and 1 am on 19-oct-2021 and 20-oct-2021. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. The returned sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and retained reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported the sensor alarm did not trigger and as a result, the customer became hypoglycemic and experienced paleness and dizziness. The customer was unable to self-treat and the wife provided ¿high sugar food¿ as treatment. The customer then had contact with a healthcare professional who administered liquid sugar via IV for treatment. Reportedly, the hcp obtained blood glucose readings of 6.4 mmol/l, 8.0 mmol/l, 10.4 mmol/l, 11.9 mmol/l, 10.6 mmol/l between 10 pm and 1 am on (B)(4)2021 and (B)(4)2021. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported the sensor alarm did not trigger and as a result, the customer became hypoglycemic and experienced paleness and dizziness. The customer was unable to self-treat and the wife provided ¿high sugar food¿ as treatment. The customer then had contact with a healthcare professional who administered liquid sugar via IV for treatment. Reportedly, the hcp obtained blood glucose readings of 6.4 mmol/l, 8.0 mmol/l, 10.4 mmol/l, 11.9 mmol/l, 10.6 mmol/l between 10 pm and 1 am on (B)(6) 2021 and (B)(6) 2021. No further information was provided. There was no report of death or permanent impairment associated with this event.